Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving an unspecified lower sensor reading on the ADC device, compared with the built-in precision. It is unknown whether the customer noted a trend arrow on the device. The customer reported no symptoms of glycemic instability with regard to the ADC device issue and self-managed by doing the blood glucose comparative measurement and self-medicated with insulin and taking glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.